Event description:
The patient received two leads with the same lot number. It was reported, the patient experienced pain at the lead insertion site after the (B)(6) 2013 trial procedure. The leads were removed. Oral antibiotics were prescribed and a CT scan ordered. Follow up identified no infection was confirmed and the cause of pain has not been determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.